Event description:
As reported via legal documentation the patient had a left knee revision on (B)(6) 2018. Approximately 4 years and 2 months after the first revision the patient had a second left knee revision on (B)(6) 2022. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2022. Diagnosis: osteolysis and loosening of left knee. Medial parapatellar arthrotomy was performed and serous fluid was evacuated from the knee. The patient was noted to have hypertrophic synovium but no evidence of purulence or infection. Soft tissues were elevated from the medial and lateral tibia for exposure and a full synovectomy of the medial and lateral gutters as well as the suprapatellar pouch was performed to allow for exposure. The polyethylene was examined and noted to have severe wear resembling the polyethylene and almost completely worn through. The interface of the cement and bone on the femur was approached with cement osteotomes and the femur was noted to be extremely unstable. It was very easily loosened and debonded from the underlying cement. The patient was taken to the pacu in good condition, having tolerated the procedure well.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Brand name updated: added: d1/d2a/d2b, d4, h4, g3/g4 corrected: d6a

Manufacturer narrative:
" D10: 02-010-01-0210 - logic femoral ps cem left sz 1. 02-012-41-1010 - logic tibia traptray cem sz 1f/1t. 200-02-29 - three peg patella 29mm. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2025-00120. This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening. Or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."